Event description:
The rptr stated that rptr did back to back blood glucose tests, within ten minutes, using separate finger sticks. Rptr's results were 102 and 160 mg/dl. Rptr did not have any symptoms. The test strips allegedly did not absorb the blood. Control testing was not done due to lack of solution. No harm was alleged. On follow up, the rptr's spouse stated that the tests had been am fasting, but were not back to back. Attempts to reach the rptr for specific details have not been successful.